Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise as observed on the right ventricular lead. A drop in sensing was also seen. No patient symptoms were reported. The patient was seen in-clinic on (B)(6) 2015 when a drop in impedance was noted. Capture and sensing values were stable. Isometric movements and device manipulation were able to reproduce the observed noise. Device reprogramming was performed and the patient would be monitored.